Event description:
It was reported that "the balloon was taken out [of the package] and the anterior end of the balloon was found to be slightly curved, attempts at entry were unsuccessful, and unsuccessful implantation withdrew the balloon to find the tip fractured, and the balloon was eventually exchanged". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloon was taken out [of the package] and the anterior end of the balloon was found to be slightly curved, attempts at entry were unsuccessful, and unsuccessful implantation withdrew the balloon to find the tip fractured, and the balloon was eventually exchanged". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with a kink to the central lumen. The damaged iabc can result in difficulty inserting the iabc into the patient. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined. A most probable potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.